Event description:
The customer reported that the surface of the pt's skin was burned at the electrode insertion site. This was noticed when gauze was applied to the puncture site after the ablation. The burn became ulcerous and is now under treatment. A metallic attachment was used during the procedure and that might have caused the burn.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.